Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that after the patient's implant surgery (B)(6) 2018 the patient had a hematoma. The patient was partially paralyzed due to the hematoma, then 3 days later the patient had an emergency surgery and they cut the lead. Half of the lead is still in the patient. The patient is currently in recovery now and is having really bad pain. No further information was reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that the patient came in on saturday with an epidural hematoma it was evacuated and they removed the paddle of lead by cutting it. Rep wanted to know if patient can have MRI. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was an emergency surgery where they had to cut out the lead/implant and half the lead was left in. Patient stated that 2 weeks ago he had surgery to remove the rest of the system so he no longer has any components left in his body and only has the pump.